Event description:
Heartware left ventricular assist device (lvad) presents with corynebacterium driveline infection requiring hospitalization and IV antibiotics. Surgery was not required at this time. Patient was discharged home with IV antibiotics for 4 weeks.